Event description:
The complainant reported that a patient came as a transfer from another facility on the implanting center's automated impella controller (aic). Due to patient's instability at time of transfer, the decision was made to not switch consoles. The patient had stabilized, and the decision was made to switch to the current facility¿s aic. White cable switched, and immediate placement signal not reliable alarm. Purge cassette and disc transferred over, and purge system failure alarm noted. Purge bag changed while waiting for new cassette without resolution of alarm. Purge cassette changed, and alarm resolved. No changes in impella flows during these alarms. White cable connection confirmed as secure/snug, resolution of placement signal not reliable alarm, and all waveforms returned to aic screen. Motor current remained pulsatile, impella flows remained at 2.1 lpm throughout. No hemodynamic instability at any time during alarms. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Analysis: cloud logs were able to be retrieved for both consoles. (B)(6) performed as expected until (B)(6) when cp pump 691621 was transferred to (B)(6). (B)(6) had two independent failure modes that were captured in the complaint. The imc logs show that a placement signal not reliable alarm was triggered at 10:28 resolving at 10:41. The optical signal started with placement signal frequently going to 3000mmhg until 10:41 when the placement signal normalized for the duration of the case. For the purge, the imc logs show that after purge cassette 207580 was inserted into (B)(6), there was a controller failure for the piston being blocked. This was only resolved by swapping purge cassette for sn (B)(6) at which point the purge was able to perform as expected from 10:39 on. The rtlogs confirm that at the time cassette 207580 was inserted, the purge flow ticks could not go through the full range that are available after the purge cassette swap. Root cause: the cause of the optical signal failure was most likely an air gap from between the aic and the patient cable plug as the complaint clarified that making that connection more secure resolved the issue. There was no problem found with (B)(6) priming as the piston block controller failure was resolved by swapping out purge cassettes.